Event description:
It was reported that the customer's insulin pump was stuck in the prime mode. It was stated that the customer changes the reservoir several times, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.